Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The manufacturer was advised that the explanted lvad pump was disposed of and is therefore not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced increasing unspecified signs and symptoms of congestive heart failure. The patient was not able to tolerate increasing pump speed. Imaging indicated that the pump was malpositioned, and the position appeared to be worsening. The physician chose to explant the pump on (B)(6) 2015, and the patient was implanted with another manufacturer&#38112;device. The pump was reported to have been disposed of.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received. The returned device evaluation confirmed the presence of thrombus inside the pump, revealing significant lining growth in the inlet tube, which indicates a potential alignment issue. The analysis of the lvad pump confirmed the presence of thrombus inside the pump, revealing significant lining growth in the inlet tube, which indicates a potential alignment issue. The lumen of the inlet tube revealed white, soft deposition consistent with biological lining. The tissue appeared minimally obstructive to the blood flow pathway and did not appear to have contributed to a functional issue. However, the growth appeared to be fairly significant and predominantly on one side of the cannula, which indicated a potential alignment issue. A cause for the formation of this deposition could not conclusively be determined through this evaluation. The blades and body of the rotor revealed dark red, soft deposition consistent with fixed blood. The deposition showed no structure or lamination and appeared to be the result of blood remaining inside the pump post-explant. There was no evidence to suggest that this deposition was present while the pump was operating. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.